Manufacturer narrative:
(B)(4).

Event description:
This lead was capped and replaced because patient only had one cs target branch and after implant the patient developed diaphragmatic stimulation. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.